Event description:
Needle broke off in abdomen during injection. Mother was administering the injection and child was active at that time. X-ray was performed.

Manufacturer narrative:
Product has been returned and is under investigation. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.